Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was released and used on a patient prior to reprocessing. The bi results of two subsequent cycles were negative. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
Lot and expiration date correction: the lot number and expiration date provided by the customer were confirmed to be invalid. Concomitant med products correction: the sterrad® 100s sterilizer serial number provided by the customer was confirmed to be invalid. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis, and retains analysis. Lot #20812071 is not a valid lot number, therefore, DHR review was not performed. Lot trend history was not reviewed as the lot provided was not a valid lot number. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, visual analysis was not performed. Retains testing was not performed as the lot number provided was not a valid number. There is insufficient information to determine an assignable cause. In addition, the sterrad 100s sterilizer serial # provided is also an invalid number. Attempts to follow-up with the customer for corrected information were unsuccessful. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).